Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 1 minute: 160 mg/dl (mobile system) and 390 mg/dl (professional meter). Customer had hyperglycemic symptoms of sweating and feeling bad at the time of the results. No adverse event was reported. The alleged product is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.